Event description:
It was reported that smoothly delivered the guidewire with blood return and smoothly delivered the blood to the sheath by blind puncture seldinger technique. However, it was said to be difficult to remove the guidewire. Finally the surgical doctor reportedly removed the guidewire after the puncture and expansion. Then by photograph no residual catheter in the arm vessel was found.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reyh0490 showed no other similar product complaint(s) from these lot numbers.